Manufacturer narrative:
(B)(4). Device manufacture date: since the lot number was not provided, this information cannot be determined evaluation summary: post market vigilance (pmv) led an evaluation of three ports opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Each circular seal was cut on the instrument. Each envelope seal was intact. One of the obturators was bent. Each device passed an air leak test. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed damage may occur as a result of a sharp instrument making contact with the circular seal. A secondary condition of bent obturator was noted. Replication of the bent obturator may be due to rough handling of the device. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a laparoscopic sigmoidectomy, the air leak occurs while in use. Upon the phenomena occurs, the doctor replaced new ones, so 3 trocars were used in this surgery. UDI number is not available. The procedure was completed with another device.